Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor leaking oil and contaminating the motor home switch. Unable to perform the displacement test due to motor error. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Event description:
Customer reported that the insulin pump returned a motor error alarm following a low reservoir alarm and an empty reservoir alarm. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 362 mg/dl at the time of the call. No further information was provided.